Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported problem 'sharp watchdog' was reproduced when the device experienced a sharp watchdog timeout error at power up. A device history record review revealed this device received anomalous operating software during the manufacturing process, which was determined to be the cause of the reported symptom. The device was processed to correct the issue and to clear the sharp watchdog timeout error through reprogramming of the processor board and installation of an updated software version. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a sharp watchdog error. There was no known patient injury or medical intervention associated with this event. No additional information is available.